Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker reached end of life (eol). Boston scientific technical services (ts) discussed regarding the device's behavior at eol and that the pacing amplitude will continue to decrease. Additional information indicated that there was no device longevity issue. The patient discussed with the physician to not replace the device. This device remains in service. No additional adverse patient effects were reported.